Manufacturer narrative:
This report is submitted on january 3, 2020.

Event description:
Per the surgeon, the patient experienced an infection of a cholesteatoma. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Event description:
The device was explanted due to infection and performance decrement. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is filed on february 24, 2020.